Event description:
The manufacturer representative received a request from the intensive care unit to turn the patient's pump off. Upon arrival, CPR was being administered to the patient. The patient subsequently expired. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
It was reported the hospital staff may have supplemented the patient with oral narcotics. The pump was delivering morphine; concentration 25 mg/ml and dilaudid concentration 4.5 mg/ml. The pump was not removed and was buried with the patient.

Event description:
It was reported that the cause of death was hypertensive heart disease. It was noted contributory conditions were degenerative back disease and status post back surgery. The death was not related to devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2008, explanted:, product typ catheter. The exact date of death was unclear at the time of this report; the day of the month is an approximation. (B)(4).